Event description:
Report received from the USA regarding a motor device in which, after spine surgery, it was discovered that the device ¿has a broken hose near the generator and it also contained a spring". The alleged defect was discovered after surgery, when the instrument technician was cleaning the device. There was no delay in surgery, as the surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated and confirmed. Evidence indicated this was due to improper handling. If additional information is received, a supplemental report will be sent. (B)(4).